Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor was saying that her sensor glucose value was below 40 but her blood glucose level was over 400 mg/dl. Customer stated that she was working out at they. Customer stated that when she removed the sensor, the cannula was bent in a v-shape.